Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported a patient with blurred vision in the right eye five days post lasik. A flap lift and irrigation was performed. Symptoms were noted to be resolved on day one post operative visit following flap lift and irrigation.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The system history shows no abnormalities that could have contributed to this event. The review shows that the laser was successfully verified prior to and after the date of treatment. Treatment report review shows no abnormalities that could have contributed to reported event. All energy settings were within range and specifications at this day. Treatment report review shows no abnormalities that could have contributed to reported event. All energy settings were within range and specifications at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).